Manufacturer narrative:
(B)(4). Concomitant products: 42532007101 - natural tibia cemented 5 degree stemmed left size e - 64971384. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, the surgeon found that there was a gap at the lateral side between the articular surface and stem tibia just after the articular surface insertion. Subsequently, the surgeon lightly tapped the articular surface from the upward side to eliminate the gap and the procedure was completed. The surgeon confirmed that there was no third body or soft tissue between the implants upon the surface insertion. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.